Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). The transseptal puncture was noted to be difficult and a pericardial effusion was noted. The patient remained asymptomatic. The procedure continued and was successfully completed. One hour post procedure the patient experienced chest pain. A pericardiocentesis was performed and 50 to 75 cc of fluid was drained. The patient fully recovered.